Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 3.00mm x 15mm emerge balloon catheter was selected to treat the target lesion; however, the shaft fractured while being inserted while the device was still outside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient is fine.